Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device upgrade procedure, there was a pocket erosion noted due to the right atrial (ra) lead. The ra lead was explanted to resolve the event and the patient was in stable condition.